Event description:
A review of service data detected a reportable event. During servicing of electrode belt, which was returned for routine maintenance, it was discovered that the electrode belt would not treat because the electrode belt failed one of the manufacturing test procedures. The last pt to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the failure of the manufacturing test procedure was an intermittent connection in the distribution node. When the unit was undergoing testing, it failed the pulse fire manufacturing test procedure. The pulse was not delivered at full capacity because some of the power was being transferred to other wires within the distribution node. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified but was likely due to strain placed on the cable which allowed the wires to become loose and touch each other. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any problems.